Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2016, a watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure without any problem. There was good seal at implantation and at the 45 day follow-up. During the patients one year follow-up, a small thrombus was found on the face of the closure device. The patient was put back on the antiplatelet medication and the clot has resolved. No further patient complications were reported and the patient's status is ok.